Manufacturer narrative:
No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Missing end cap sticker. Cracked display window corners.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.